Manufacturer narrative:
G4:29dec2020. B4:08jan2021. The philips service technician evaluated the ventilator and found that the measured values were significantly out of the allowable ranges during the functional testing. The philips service technician replaced the flow sensor assembly to resolve the issue. The device successfully passed all required testing, and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:31mar2021. B4:05apr2021. The gas delivery system (gds) assembly was returned for evaluation. Visual inspection revealed no anomalies. A failure investigation (fi) technician installed the gds assembly into a fi ventilator to duplicate the reported issue of air flow accuracy test failed. During the unit testing, the fi technician identified that a out of spec u1 on the air flow sensor pcba created the air flow accuracy test to fail. The determination could be made that the device failed to meet specifications, the gds assembly failed due to component in reference designation u1 on the air flow sensor assembly out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that while the device was in use on a patient, "low leak¿co2 rebreathing risk" alarm sounded. The device was in use on a patient at the time of the event. There was no report of patient or user harm. The device was swapped to continue patient treatment and there was no delay to therapy reported.